Manufacturer narrative:
Product event summary: when the unit was receiving its (field) annual preventive maintenance it was noted that the screen was stained. The device was to be returned for repair. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator which was originally receiving its annual preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) display was out of specification electrically. It was also indicated tha the main printed circuit board (pcb) was damaged. It was also indicated that three case screws were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.